Event description:
Complainant alleged that while treating a pt in cardiac arrest, (age & gender unk) the device successfully delivered nineteen shocks of energy to the pt. However, on the twentieth attempt to deliver energy, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.